Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary testing revealed no pacing output when the device was programmed vvir 60 bpm bipolar mode. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device was replaced due to medical judgement. The device was returned to the manufacturer and analyzed. No patient complications were reported as a result of this event.